Event description:
The product in question did not lock properly during surgery for femoral neck fracture

Manufacturer narrative:
Examination of the returned product confirmed when the returned handle and a mating broach were functionally checked the handle was a little loose but the broach did not release from the handle. The cause is attributed to heavy usage/wear out. The date code ak0905 indicates the instrument was manufactured in september of 2005 and is going on 10-years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.